Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion was in the right coronary artery (rca). The 3.0 x 38mm ion mr stent delivery system was being placed on the guide wire, when a kink in the balloon and stent, about 4-5mm into the stent, was noted. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was in the right coronary artery (rca). The 3.0 x 38mm ion mr stent delivery system was being placed on the guide wire, when a kink in the balloon and stent, about 4-5mm into the stent was noted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR.: returned product consisted of a taxus element/ion with original product carton and no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were bent struts in the 5th and 6th rows from the distal end, which caused the balloon/stent to bend. There was distal tip damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).